Event description:
It was reported that the lens vaulted posteriorly in the patient's right eye post implant. Photorefractive keratectomy (prk) was performed. According to the surgeon, capsular fibrosis was the likely cause of the event. The patient's prognosis was reported as "good" for distance va and "poor" for near va. Please reference 2031924-2014-00270 for the patient's left eye.

Manufacturer narrative:
The lens remains implanted; therefore, it is not available for evaluation. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.